Manufacturer narrative:
(B)(4). Correction for age at the time of the event: intended to reflect "years" (accidentally left out of the previous submission.) An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device. There was patient involvement at the time of the alarm. The technical service representative had the patient cycle the power on the homechoice to clear the alarm. The technical service representative has given information to patient about the possible reasons for the alarm and assisted to end therapy. All disposables were discarded. The technical service representative advised to patient to perform a manual exchange. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.